Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 8mm monopolar curved scissors instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the after a long session and a lot of cutting and caog, they started to see the orange part of the monopolar curved scissors. Once they took the monopolar curved scissors out of the universal surgical manipulator (usm), it was super easy to remove the tip cover. They stated it looked kind of melt. There was no report of patient involvement or no reported injury.